Event description:
Customer alleged the lancet needle protruded from the multiclix lancet device. Customer did not know whether the needle protruded before or after the device was fired. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.